Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer contact reported a bowel perforation. It was reported that during a diagnostic colonoscopy procedure under mac anesthesia using the colonovideoscope, a bowel perforation occurred at the rectosigmoid junction. The perforation was identified during the insertion phase of the procedure. During the procedure, the user reported some issues with insertion and maintaining the scope in the center of the lumen. The customer contact indicated that the procedure was performed under anatomically challenging conditions due to the presence of an incarcerated hernia involving the sigmoid colon and significant looping. When asked, the customer contacted stated that there were no reports of unusual resistance, image artifacts, or device handling issues. At this time, no report of alleged device failure and no indication of device malfunction. Following the identification of the perforation, immediate intervention was taken, and the patient underwent unspecified surgical repair. The patient was discharged from the hospital two days later and reported as doing well.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.